Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise which was oversensed and resulted in pacing inhibition. Asystole for greater than two seconds was observed. An invasive procedure was performed. This lead was surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.